Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after implant, the patient's heart rate dropped to almost asystole. The patient was reintubated, inotropes were started, and venoarterial extracorporeal membrane oxygenation (va ECMO) was initiated. It was noted that the patient also had audible low flow alarms.

Event description:
Additional information was received that the cause of the patient's hemodynamic instability was unknown but it was suggested to be a potential atrioventricular (av) block. Per the clinical team the cause of the hemodynamic instability was not thought to be related to a pre-implant condition. Resuscitation maneuvers were performed but the patient passed away. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined though this evaluation. The submitted controller event log file contained events on (B)(6) 2024 from 00:40:51 ¿ 07:12:33, per the timestamps. Intermittent low flow alarms were captured throughout the file, along with a few sustained low flow alarms lasting up to approximately 28 minutes. Of note, pulsatility index (pi) appeared to be elevated during some of the low flow events. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.